Event description:
The customer contacted beckman coulter inc (bec) to report a leak inside the lh500 instrument. Patient results or treatment was not impacted by this event. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injuries occurred, no exposure (splashed or sprayed) to mucous membranes or open wounds were reported, and medical attention was not sought. The lab's exposure control or risk management plans are in place. On the day of the event, a bec field service engineer (fse) found that the tubing from port 9 of the blood sampling valve (bsv) was loose on a fitting and was leaking. The fse reconnected the tubing to the bsv and verified the repairs per the established procedures. Root cause for the leak is attributed to a tube that came loose on the fitting from port 9 of the bsv.

Manufacturer narrative:
(B)(4).